Event description:
A few seconds after starting dialysis, blood leak in fresenius f160 nr dialyzer noted. Fortunately, there was no harm to the pt but potential for massive blood loss and kidney damage.